Event description:
It was reported that a spectrum pump alarmed system error 105. It was reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 105. The evaluation experienced the system error 105 caused by a seizing motor. The failed motor assembly was replaced.